Event description:
The customer stated that the unit turns off intermittently during flight, but works fine at the base.

Manufacturer narrative:
The device has been received, but add'l time is required to complete the investigation. Upon its completion, a supplemental will be submitted.